Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(4) clinical study. Same patient as 2134265-2013-01297. It was reported that during a coronary stenting treatment procedure the patient experienced reperfusion dysrhythmia. The target lesion was located in the distal right coronary artery (dist rca) with 100% stenosis and was 40 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 x 16 mm taxus liberte stent distally overlapping with 3.00 x 38 mm taxus liberte stent. Following post dilatation, the residual stenosis was 10%. During the index procedure, post deployment of the taxus liberte stents, the patient experienced reperfusion dysrhythmia's with bradycardia, hypotension, nausea and increase in chest pain. The patient was treated with medications which resolved over time. The patient was discharged on aspirin and prasugrel.